Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 330 mg/dl. During troubleshooting, customer reported that she was hospitalized for diabetic ketoacidosis due to high blood glucose of 350 mg/dl to 400 mg/dl. Customer will not be returning the device for analysis.